Event description:
Pt delivered at 0518. Apgars 9/9. Vacuum extractor used to deliver pt. 0736 pt found "in mothers" cyanotic and pulseless. CPR done and transferred to another hosp. Pt expired the following day with diagnosis sub ganglial bleed.